Event description:
The following has been reported: biomed reported: an lvp pump that was reported with pump alarms pump problem. Customer cleaned the av (actuator valve) and guide pins. While testing pump, service require appeared on screen. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky valve. Upon receiving the device, a loose part was heard when shook. Further inspection of the internal inspection found a loose screw. A grounding wire was also found pressed to the inside of the handle o ring. Additionally, it was discovered that the retaining plate was cracked. The pins were cleaned with alcohol. After the extra screw was removed and the lip seals replaced, the device was assembled and successfully passed necessary testing.